Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700382 investigations did not show issues related to the complaint. The device has not been returned at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are fragile. They break when inserted on the applier. 1 out of 2 is breaking. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. One cartridge was returned with half a clip remaining in it. Additionally, half of a clip was returned loose. Both halves were the hook side of the clips which shows that they were two different clips. Both clips broke at the hinge. The damages observed to the clips are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The clip applier was not returned. The returned sample appears used as there is biological material present on the loose clip and cartridge. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs other remarks: of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips broken" was confirmed based upon the sample received. The clip cartridge was returned with half of a clip remaining in it along with half of a clip loose. Both clips were broken in half at the hinge and were the hook side of the clip. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips are fragile. They break when inserted on the applier. 1 out of 2 is breaking. There was no patient injury.